Event description:
Received info stating that the customer filled the cartridge with 300 units and received a pump message indicating that a minimum of 50 units of insulin were needed to complete fill process. The customer made an attempt to load with four different cartridges. The customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a f/u report will be submitted.